Event description:
It was reported by the customer that the syringe plungers appear to be defective. The needle can stick the skin; however, are unable to dispense botox into patient's skin, and botox runs down the patient's face. There seems to be a blockage. Almost every needle had the issue with the 2 boxes they had on hand. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer did not provide a lot number allowing for identification of the manufacturer.